Event description:
It was reported via facility medwatch (B)(4) that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element plus stent delivery system (sds) was used to treat the lesion. While attempting to remove the sds from the lad without stent deployment, the stent was stripped off from the deployment balloon and remained free floating in the left main coronary artery. Several attempts were made to retrieve the stent but still failed. Another unspecified stent was used to trap/crush the dislodged stent against the left main coronary artery wall. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).